Event description:
During a follow up, loss of capture was observed on the left ventricular (lv) lead. The lv lead was found to be dislodged via fluoroscopy. The lv lead was explanted and replaced. The patient was stable and will continue to be monitored. X-ray imaging confirmed the dislodgement.